Event description:
The customer reported that she was hospitalized twice for high blood glucose levels. On (B)(6), 2013 with a blood glucose of 500 mg/dl. The customer had gone to a funeral, and was feeling very stressed. The customer also experienced nausea, dizziness and headaches. The second event was on (B)(6), 2013 with a blood glucose of 313 mg/dl. The customer experienced diabetic ketoacidosis and a heart attack. The customer also experienced dizziness and shortness of breath. The customer was unable to continue with the call as she had an appointment to get to. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.